Manufacturer narrative:
(B)(4) . Date sent: 8/21/2023 d4: batch # 150c84 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60d reload was received unfired. However, the sled was noted to be slightly out of position. No functional test was performed due to the condition of the reload. No conclusion could be reached as to how the sled became moved. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Device history review a manufacturing record evaluation was performed for the finished device batch number 150c84, and no non-conformances were identified.

Event description:
It was reported that during a robot assisted lobectomy procedure, when the device loading the cartridge was approaching to the target tissue, the device touched to the robot arm, and the cartridge could not be loaded into the jaw. Another device was used to complete the case. There were no adverse consequences to the patient.